Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 499 mg/dl. Customer also reported that they dropped insulin pump and it was not working. Customer stated that the buttons of the insulin pump did not work. The insulin pump will not be returned for analysis.